Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). Based on limited information and adopting a cautious approach, this file was initially determined to meet reporting criteria. Following completion of the investigation it has been determined that this event does not meet reporting criteria, specifically the precedence for this device family of " flexor breaking during deployment (incl. Flexor/handle separation)" is not applicable. This report is being submitted as a cancellation report.

Event description:
The accessory was placed at the cbd of the patient but there was a failure in deploying the stent. Another accessory was used and the stent was deployed successfully.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The accessory was placed at the cbd of the patient but there was a failure in deploying the stent. Another accessory was used and the stent was deployed successfully.